Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a portex disposable anesthesia breathing circuit had a leak during use with an anesthesia machine. The leak rate was under 4.5 liters per minute. Replacement of the breathing circuit resolved the issue. No patient injury was reported. See MFR: 2183502-2016-01825 and 2183502-2016-01836.